Event description:
It was reported, that the product tears the patients skin upon entry. Making venipuncture difficult and requiring several attempts. There was no report of patient harm.

Manufacturer narrative:
No complaint sample was returned to manufacturing for evaluation. Given that no product has been received. And the investigation could not confirm, whether a quality related issue has resulted in the customer reported problem, no causal factor could be defined with confidence. All materials in the manufacturing process, as well as all finished good products, are released to market based on approved quality specification. Product is released after the review of all acceptance of applicable documentation. Root cause of the reported issue cannot be determined, as no sample was received for evaluation. No corrective action will be taken at this time. If a sample is subsequently received, the manufacturer will reopen this file at that time. As necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available, a supplemental MDR will be filed at that time. Device history record (DHR) review of the provided lot number found no discrepancies or abnormalities relevant to the complaint. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms(B)(4).

Manufacturer narrative:
Correction: b1, corrected data: correction: b1 product problem.